Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, 99% stenosed, de novo lesion in the distal left anterior descending coronary artery. After pre-dilatation with a 2x12mm balloon, the 2.5x23mm xience prime stent was implanted and a distal edge dissection occurred. The dissection was treated with another xience prime stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.